Event description:
Additional information was received indicating that there was no injury to anyone due to the device smoking event.

Manufacturer narrative:
H3: one interconnect board was received and one of the small chips looked charred. Visual inspection was conducted and burn damage was found to one of the chips on the interconnect board. The cause of the issue was unable to be determined. The interconnect board will be scrapped.

Event description:
Information was received that after replacement of this smiths medical medfusion 3000 series pump, the pump new interconnect board started smoking after replacement. It was reported that the customer installed replacement interconnect board in a medfusion 3000 series pump, and the board started smoking. The pump is back in use with new replacement interconnect board. No patient involvement